Event description:
Patient with chronic systolic heart fail lbbb (left bundle branch block) ef (ejection fraction) 30-35% ef underwent a biv (biventricular) ventricular defibrillator. During the procedure the distal tip of the whisper wire dislodged in the aiv (anterior interventricular vein)/high lateral trivary region. The distal tip sheared off. Multiple attempts made to snare the distal tip of the wire of different mm 4-7 and 10. Unfortunately unsuccessful without success. Small pericardial effusion noted.